Event description:
A us defibrillator contacted zoll to report that a patient experienced an inappropriate defibrillation event. Multiple counting contributed to the false detection. The patient was in a rehabilitation center at the time of the event. The patient was conscious at the time of the event. The nurse was walking in the room at the time of the event. The nurse reports that the patient was not able to press the response buttons in time. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. The patient remained in the rehabilitation facility.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained in the rehabilitation facility. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date: monitor (B)(4): 04/2013 - reuse. Electrode belt (B)(4): 07/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).